Manufacturer narrative:
Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 16-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that in 2013 their ins started burning their skin because it was taking 20 hours to charge- that's why they went to a non-rechargeable battery. They thought that maybe there was a problem with their lead but they never confirmed this and simply put the non-rechargeable battery in and replaced the leads. No further complications reported.